Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the previous driveline repair site was confirmed through the evaluation of the returned external portion of the driveline as well as the images provided by the account. A distal-end driveline repair was performed on (B)(6) 2020 under work order #(B)(4) and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test, despite manipulation of the driveline. Evidence of a previous distal-end driveline repair was observed approximately 15¿ through 17¿ from the metal connector. Rescue tape was observed approximately 13¿ through 16¿ from the metal connector. Upon removal of the tape, damage to the grey shrink tubing was observed at the distal-end of the repair site, approximately 15¿ from the metal connector. Damage to the black shrink tubing was also observed at this same location which exposed the underlying driveline wires. Upon removal of the aluminum tube, a break in the copper tape was also observed at the proximal-end of the repair, approximately 17¿ from the metal connector. Further inspection revealed that all wire crimps were intact, properly covered with black shrink wrap, and wrapped in kapton tape. Although debris was noted at the distal-end of the repair, no signs of corrosion or obvious damage to the underlying wires were observed. The jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The information provided by the account indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. The account reported that the patient was discharged following the driveline repair. The patient remains ongoing on heartmate (hm) ii lvas, serial number (B)(6), and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was damage at the previous driveline repair (MFR 2916596-2018-02561) site. Rescue tape was applied and a driveline repair was performed on (B)(6) 2020. The patient was discharged after the repair was performed.